Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with the pacemaker exhibiting backup vvi operation. Upon further investigation, it was discovered that the backup operation triggered on (B)(6) 2019 and was possibly due to communication issue with the merlin transmitter. Normal operation was then successfully restored. The patient was in stable condition.